Event description:
During open heart surgery, the cord of ndm switchpen which was connected to a generator left a minor burn on right upper anterior thigh of the patient. The cord was laying on the towel, over the tigh and the shape of the burn was similar to the loop of cord.burn was healed prior to discharge from this hospital.